Manufacturer narrative:
(B)(4) - supplemental MDR - package damaged / defective / other. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll package was damaged / defective. The following information was provided by the initial reporter: material#: 309628. Batch#: 5114737. Verbatim: rcc received a complaint via email. Bd 1 ml luer-lok tip syringes (10 syringes) found where the packaging was not sealed completely and the syringe was exposed to air (no longer sterile). The ref number is (B)(4), lot 5114737, exp 2030-03-31. Syringes pulled and segregated. Patient code: 4582. Device code: 1444, 1421. Reference reports mw5175537, mw5175538, mw5175539, mw5175540, mw5175541, mw5175542, mw5175543, mw5175544, and mw5175545.